Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that there's a leak at the y junction. As the result, the patient experienced blood leakage. The device was pulled and replaced on (B)(6) 2014. No patient injury. The dwell time of the catheter in the patient: 2 years.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The possible causes were identified. No lot number was provided, therefore, it is not possible to perform a DHR review. Product sample returned consisted of one assembled palindrome sapphire 28/45kt vt catheter. After visual inspection, a hole on the junction between the catheter and the hub was found. During underwater test (functional test), bubbles were detected coming out below the hub from lumen which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. This defect has been confirmed. Based on the available information, the probable root cause can be considered as misuse (leak could be caused more likely due to over bending or excessive force). It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. Per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes